Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had a bad battery cap that he had to replace. He stated that he had an extra one but wanted a few extra ones. His blood glucose was 397 mg/dl that morning and he treated was able to treat with the insulin pump after he received the new battery cap. The customer also reported that he had experienced a blank display but declined troubleshooting. He is being sent two battery caps.